Event description:
The tubing broke when the nurse was changing the tubing, leaving the end in the broviac. There were unsuccessful attempts to remove the tubing. A decision was made to discontinue the broviac. No harm to the patient.